Event description:
During evaluation of a returned homechoice (hc) device, a baxter technician determined the hc machine failed fluid volume accuracy testing. The device failed during evaluation, no patient involved.

Manufacturer narrative:
(B)(4). The device has been received but the evaluation has yet to be completed. Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). The device was returned to baxter, and the evaluation is complete. The event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. No abnormalities were identified during internal/external inspections. Temperature confirmation testing was performed and the results were found to be within specifications. The device was determined to meet electrical performance specification requirements per rite (returned instrument test evaluation) testing. The device failed rite functional testing as fluid was transferred above the allowable specification range during volumetric accuracy testing. Pal performed a more detailed inspection of the door assembly. The inspection showed that the piston foam was deteriorated. Test piston foam was installed and the device passed subsequent volumetric accuracy test. Inspection of the pneumatic system revealed all pressures were correct and stable. A simulated therapy was performed with no issues noted. The results of the evaluation revealed the cause of the failure to be the deteriorated piston foam. The piston foam was to be scrapped and the device was sent for servicing. Should additional relevant information become available, a supplemental report will be submitted.